Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus isolates from two (2) different patients in association with the vitek® 2 ast-p580 test kit. An internal biomérieux investigation was completed. The submitted strains (190016909 and 190016913) were subcultured and identifications confirmed as s. Aureus. A second subculture was performed and testing included ast-p580 cards from the customer lot (3600886103) and a random lot (3600753403) in duplicate, as well as oxacillin (ox) agar dilution (ad) and cefoxitin disk diffusion as the reference methods for ox101n and oxsf101n formulations found on this card, and alere pbp2 for each strain. 190016909: all four ast-p580 cards tested resulted in negative oxsf tests. Oxacillin mics = 0.5 for two of the cards and <= 0.25 for the remaining two cards. Oxacillin agar dilution mic = 0.5, cefoxitin disc diffusion was 24 mm (susceptible), pbp2 was negative. 190016913: all four ast-p580 cards tested resulted in negative oxsf tests and oxacillin mics = 0.5. Oxacillin agar dilution mic = 0.5, cefoxitin disc diffusion was 26 mm (susceptible), pbp2 was negative. The customer's reported issue was not reproduced. The vitek 2 cards are in essential agreement with the reference methods tested for both submitted strains. Vitek 2 ast-p580 lot #3600886103 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus isolates from two (2) different patients in association with the vitek® 2 ast-p580 test kit. Due to the (B)(6) oxsf result, aes (advanced expert system¿) modified the oxacillin result from susceptible(s) to resistant (r). Repeat testing for each patient isolate provided the expected result of oxsf (B)(6); no change to the oxacillin result(s) by aes. Alternate method testing by disk diffusion obtained a susceptible result. The disk diffusion result was reported to the physician(s). Though requested by biomérieux, the raw data for the test results cannot be provided by the customer for evaluation. Biomérieux will request submission of the patient strain for investigation. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer indicated the discrepant ast-p586 result was not provided to the treating physician(s) and was therefore not used in patient treatment decisions. A biomérieux internal investigation will be initiated.